Event description:
Post-op complication - shoulder surgery. Revision surgery at two years post-operative.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.